Event description:
Caregiver was transferring from one room to another using the hoyer lift. Pt reached for a chair causing the lift to tilt over. Pt fell, sustaining fractured femur. Caregiver had previously been instructed by home health staff of danger of transferring pt from room to room using hoyer lift.